Manufacturer narrative:
The event is currently under investigation. This event involves an investigation device that is subject to a non-significant risk clinical trial.

Event description:
It was reported that a pt started to code and needed CPR to be performed when the table was in a tilted position. The technologist could not move the table into the CPR position (horizontal table and retracted). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.